Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5 cm in diameter fusiform abdominal aortic aneurysm. Aneurysm and vessel morphology from the time of implant were reported as unremarkable (straight anatomy). It was reported that during a routine follow-up there was thrombus build up noted within the bifurcated stent graft. The thrombus was in the trunk of the bifurcated stent graft and a little bit into the ipsilateral limb and did not go into the contralateral limb. The lumen looks open. No intervention was done or planned. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (thrombosis); patient's condition affected effectiveness of device (pre-existing condition; occlusive artery disease.). Conclusion: device failure/lack of effectiveness related to patient condition (pre-existing condition; occlusive artery disease.)